Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a low cgm value while the user was in training, with cgm reading 43 mg/dl and contemporaneous bgm reading 212 mg/dl, after which the user treated with orange juice and rice and later calibrated the sensor via the ilet bgm menu as instructed. Symptoms included no reported clinical effects. Outcomes included temporary blood glucose excursions outside 70¿180 mg/dl for a couple of hours without medical intervention. Investigation included customer education and guidance to perform sensor calibration and to verify lows with a fingerstick. Investigation of this case revealed a discrepancy between cgm and bgm readings that was addressed through calibration and user education, with no alerts or alarms reported and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.